Manufacturer narrative:
Updating health effect clinical code (e) to only include: 2399. Updating health effect impact code (f) to only include: 4614, 4621, 4641, and 4607. Updating type of investigation (b) to only include: 4112, 4109, 4110, 4115, 3331, 4111.

Manufacturer narrative:
A medwatch supplemental report is being submitted due to a retrospective review of egs complaints [(B)(4)] by merit medical's systems inc, [(B)(4)] pms team for any identified complaint discrepancies requiring corrections/additional information per 21 cfr 803. Merit medical systems inc. (B)(6). Corrections to egs medwatch report: b.2 - updated to include [x] life-threatening b.7 history updated to include hiatal hernia gerd d6a - implant date added updated e code to include 2399 updated f code to include 4607 updated g code to 788 updated b code to include 4115 replaced c code to include 3221 replaced d code to include 67 h.8 updated to reflect [x] initial use.

Event description:
A patient with noted friable tissue underwent a hiatal hernia repair (hhr) procedure followed by a transoral incisionless fundoplication (tif) procedure where laparoscopic ports used during the hhr were left in place during the tif procedure. Two bougies were used prior to the insertion of the esophyx device and the tif procedure was successfully completed. During the post-tif egd, the tif physician noted a perforation approximately 3-4cm above the z-line. The tif physician placed clips endoscopically and the hhr physician placed an unknown number of sutures laparoscopically to treat the perforation. Additionally, the patient was placed on augmentin (antibiotic) starting intraoperatively and ended five days post-procedures. The patient was admitted to the medical facility post procedures. The patient was subsequently discharged on (B)(6) 2023 and is reportedly doing well as on (B)(6) 2023.

Manufacturer narrative:
The tif physician is not alleging the esophyx device malfunctioned thus not contributing to or causing the reported perforation. The tif physician does not know what contributed to or caused the reported perforation. Based on the available information received by egs and the medical opinion of the tif physician, the cause of the reported perforation cannot be determined. It cannot be conclusively determined if the patient's friable tissue, hhr, pre-tif egd, esophageal dilation by bougies, tif procedure, post-tif egd, or a combination of events, contributed to or caused the adverse event.